Manufacturer narrative:
Technical support manualy transmitted the stuck result which removed the backlog of pending results. An investigation into the root cause of the issue has begun but is not yet completed. A supplemental report will be issued upon completion of the investigation.

Event description:
Statstrip gen 2.0 meter transmitted the same result repeatedly to customers middleware, preventing other results from crossing into the patients chart. Although there was no direct allegation of a delay in treatment, there is a potential for delays with this issue.